Event description:
It was reported that there was an alert due to the lead having oversensing and undersensing, noise, and no capture on the right ventricular (rv) tip to rv ring due to a dislodgment. The lead was dislodged back to the tricuspid valve sometime from device replacement and the present. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076, (B)(4), implantable pacing lead, implant date (B)(6) 2006. A 4194, implantable pacing lead, implant date: (B)(6) 2006. A dtba1d1, implantable cardioverter defibrillator, implant date: (B)(6) 2013. (B)(4).